Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak from a hole in tubing through pinch valve, pv66. The fse replaced the tubing to resolve the leak. The fse also replaced complete blood cell (cbc) waste chamber, vc1, which had a buildup of blood and reagent debris caused by the failed tubing. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the waste chamber (vc1) of a coulter hmx hematology analyzer. The volume of the leak was approximately 5 ml and was contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.